Event description:
Report received from the USA stating that the device had locking components that were sticking during knee surgery. It is known that no pt or user injury occurred. It is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "locking components that were sticking" was confirmed. During service, the device was noted to have a damaged locking mechanism. If additional information becomes available, a supplemental report will be submitted. (B)(4).